Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a lower leg angiogram, the tip of a cxi support catheter was "mangled." The access site was the left groin targeting the superficial popliteal femoral artery. The patients anatomy was tortuous and the damage was noted while trying to cross the lesion. The hydrophilic coating was activated. The procedure was completed with a different unknown catheter. Additional information: d4. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, and quality control data. The complainant returned on cxi support catheter to cook for investigation. Physical examination of the returned device revealed that the device separated at 42.7 cm from the distal tip, with no other damage present. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and identified the complaint device lot number. A device history record (DHR) was conducted and a subassembly lot found 1 relevant nonconformance on 3 devices for shaft damage, however, all nonconforming devices were scrapped, and the lot was inspected 100%. A database search for related complaints reported on this lot reveals no additional complaints reported at this time. Therefore, cook concluded that no nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ it was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook concluded that patient anatomy contributed to this incident. The user reported that while attempting to cross the lesion with tortuosity the catheter separated which likely caused this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation - cath lab manager device evaluated by manufacturer: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lower leg angiogram, the tip of a cxi support catheter was "mangled." The access site was the left groin targeting the superficial popliteal femoral artery. The patients anatomy was tortuous and the damage was noted while trying to cross the lesion. The hydrophilic coating was activated. The procedure was completed with a different unknown catheter. The patient did not experience any adverse effects. The patient did not require any additional procedures. No unintended section of the device remained inside the patient. Upon initial evaluation of the returned device, on 21dec2021, the tip was separated.